Manufacturer narrative:
Photo analysis: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it was noted that the seal of the sample is damaged. However, no conclusion could be reached as how this could happen as the sample was not returned for analysis. The photos do not provide enough evidence to determine root cause.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The photo of product upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017. Prior to the procedure it was noticed that the package did not seal well. The product was not used on the patient. A new one was used to complete the procedure. There were no adverse patient consequences.